Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The lead was returned with dried blood on the helix and within the sleevehead.

Event description:
It was reported that the right ventricular (rv) lead dislodged. There was also high threshold and high impedance. During the lead revision, the screw was blocked and the lead was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. The lead was returned with dried blood on the helix and within the sleevehead. Rv capture threshold high (B)(6) 2014 measuring greater than 2.5v.